Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a alert/notification settings issue occurred. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient¿s sensor failed, and the pump stopped working while the patient was asleep. The sensor failed around 9:00 pm and they didn't notice until around midnight. The reporter was unsure if the phone beeped but there was no notification that said that sensor failed. It was only when they unlocked the mobile device and saw in the continuous glucose monitor (cgm) app that the sensor failed, they were performing blood glucose (bg) readings from that moment to monitor glucose levels. The patient experienced hyperglycemia, and started vomiting, had increased thirst, felt lethargic and excessive urination around midnight. The bg was high (no value reported) and the ketone values were 3.5 mmol/l, they suspected the patient could have been experiencing diabetic ketoacidosis (dka. The patient was taken to the hospital and treated there with IV insulin. At the hospital, glucose was still high, ketones were 3.5 mmol/l and a blood gas test revealed glucose levels of 35, confirming dka. The patient weas discharged the following evening after the bg stabilized (less than 24 hours). At the time of the report the patient was fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.